Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issues of pcu ¿unresponsive keypad¿ was confirmed during the investigation. On 07/29/2025, the pcu was received unboxed and with paperwork. Key s7 fails test. Defective material from supplier. Replaced keypad/display panel with known good one, and all keys worked without issues. The pcus will be returned to bd san diego repair center for normal processing. Suggest to repair/replace keypad/display panel. The failure investigation report will be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unresponsive keypad. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unresponsive keypad. There was no patient involvement.